Event description:
There was no device failure or malfunction reported. This pt was undergoing an atrial septal defect repair procedure. After insertion of the directflow arterial cannula with incising dilator into the ascending aorta, the surgeon noted a small trickle of blood from the posterior aspect of the aorta. The surgeon exposed this area and repaired a small aortic perforation. The atrial septal defect repair was successfully completed. The surgeon stated that he likely inserted the direct flow cannula with the incising dilator blade in the deployed position. The pt recovered uneventfully.